Manufacturer narrative:
Follow-up #1: date of submission 12/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings:the bolus history shows on (B)(6) 2016 the following boluses were manually programmed and fully delivered ¿a 4.55 u bolus at 14:47, a 4.85 u bolus at 14:53. The bb shows an unexplained loss of prime on (B)(6) 2016 12:53 followed by manual suspend; deliveries resumed at 19:08. The pump was exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time.. Manually performed a 10 u normal bolus and a 10 u audio bolus successfully and both were accurately recorded in the pump history (see photos). No hypersensitive keys or stuck keys were observed on keypad.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 28 mg/dl with no symptoms. The patient had remained on the pump at the time of the call. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. The variations were due to a cartridge change and a suspend of the pump. There were extra bolus deliveries noted in the pump history as well. This complaint is being reported based on the allegation that a patient had a hypoglycemic event while on the pump as a result of extra bolus deliveries.